Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total laparoscopic hysterectomy, the user was closing the vaginal cuff when the needle fell out of the device while transferring to opposite jaw two times. The second strand fell out of the jaw while completing the closure of the vaginal cuff. To correct the condition, the strand was cut to remove the needle and finish the closure. No adverse event have been reported. The patient is currently recovering.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted for the device the instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.